Manufacturer narrative:
Aso has not received a lot number or returned samples from consumer as of 03/31/2016. Aso is unable to perform evaluation for adhesion properties because no information is available. However, aso reviewed records of biocompatibility tests for materials used to manufacture the same type of products. Aso will monitor complaint database for any trends on adverse events on this product. Consumer did not provide lot or samples.

Event description:
Consumer stated they used bandage for a cut and this caused a severe allergic reaction causing itching, burning and a rash due to the adhesive. Consumer was given topical medication/antibiotics to clear the rash.

Manufacturer narrative:
Aso has not received a lot number or returned samples from consumer as of 03/31/2016. Aso is unable to perform evaluation for adhesion properties because no information is available. However, aso reviewed records of biocompatibility tests for materials used to manufacture the same type of products. Aso will monitor complaint database for any trends on adverse events on this product. Aso received returned samples of the product and noticed that the device originally reported did not correspond with the samples returned by the consumer. Aso evaluated the returned samples as well as retained samples of the same lot number for adhesion properties on 05/11/16.

Event description:
Consumer stated they used bandage for a cut and this caused a severe allergic reaction causing itching, burning and a rash due to the adhesive. Consumer was given topical medication/antibiotics to clear the rash.